Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and power cycling without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device data logs found no evidence to support the customer's report. Analysis of reports of this type has not identified an increase in trend.